Event description:
Report received from the USA regarding a foot pedal device in which, during a right cervical foraminotomy c7-t1, it was discovered that the "metal plate" of the foot pedal device "broke off". There was a ten minute delay in the surgical procedure as a result. According to the report, the device was placed in a position where it would not move, and the surgery was completed successfully with the actual device. A spare device was not available. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. (B)(4).